Manufacturer narrative:
The patient's weight was reported to be "(B)(6)." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine hydrochloride via an external trial system for an unknown indication for use. It was reported a cerebrospinal fluid (csf) sample taken before connection of a medtronic pump on (B)(6) 2018 was positive for enter ococcus faecalis. It was indicated there were no clinical symptoms. No actions were taken. The outcome was reported to be ongoing. The event was considered possibly related to the device/therapy (catheter), and not related to the implant procedure. No further complications were reported. Additional information was received. The patient was reported to be a (B)(6) female, "(B)(6)." When asked if any actions or interventions were taken to resolve the presence of enterococcus faecalis in the csf, the response provided was, "lab testing (B)(6) 2018: enterococcus faecalis positive." The outcome was still indicated to be ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to indicate the event was related to the lumbar/pump portion of the ca theter, and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was noted the event was re lated to surgery/anesthesia.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was noted the clinical dia gnosis was updated to asymptomatic infection (enterococcus faecalis in csf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient was receiving morphine 5mg at 0.40052 mg/day. The event resolved without sequelae on (B)(6) 2018.